Event description:
In this event it has been reported that a x-smart w/contra angle eur won't hold files. There was no injury to the patient.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection of device, cartridge, hand piece and head cap replaced.